Event description:
It was reported by the patient¿s mother that on march 14, 2026, the patient experienced an increase in blood glucose levels to approximately 515 mg/dl after approximately one day of pod wear on the arm. The mother reported that blood glucose levels increased from approximately 290 mg/dl to 515 mg/dl. The presence of ketones was confirmed via home testing, which prompted her to seek medical attention. No specific symptoms were reported, aside from the patient being described as in an ¿altered state.¿ the patient was admitted to the hospital and diagnosed with hyperglycemia. Treatment during hospitalization included intravenous insulin and fluids. Laboratory testing and an electrocardiogram were performed during the hospital evaluation. The patient remained hospitalized for approximately seven hours and was discharged the same day. It was further noted that upon pod removal, the skin at the infusion site appeared slightly swollen. The mother reported that the patient has sensitive skin and sometimes scratches the skin following pod removal. The pod involved was discarded at the hospital and is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.